Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed unexpected restart. The customer received another unexpected restart alarm after they inserted the battery. The alarm was unable to be cleared and the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 430 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an unexpected restart alarm during the error test due to a voltage leak. The pump passed the displacement, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with intermittent button response due to corroded keypad traces. The pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker.